Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to bbm in (B)(6) for investigation. A follow up report will be provided after the inspection results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): pump is blocked: pump filled with morphine sulphate, setron, vergentan and saline solution.